Event description:
The customer alleges he is using strips with a labeled expiration date of 11/30/06. This lot of strips actually expired on 11/30/2005. No report of an adverse event. Controls were not run. Return requested and replacement was sent.